Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had an audio anomaly. Customer stated the device would continuously beep without displaying an alarm or alert. The customer¿s blood glucose during the incident was 140 mg/dl. No further details were given. The device will not be returned for analysis at this time.